Event description:
The history and physical notes the following: the patient had a biventricular ICD implanted 33 months ago. The device reached an elective replacement indicator, somewhat prematurely. This is probably related to a high pacing threshold of greater than 6 v in the left ventricular (lv)/coronary sinus (cs) electrode. The patient also had a recall on her right ventricular (rv) sprint fidelis electrode. The patient underwent removal and replacement of the crt-d the two ventricular leads.